Manufacturer narrative:
The initial medwatch report indicates: (B)(6) 2014. The initial medwatch report should indicate: (B)(6) 2013. The initial medwatch report indicates: yes. The initial medwatch report should indicate: no. The initial medwatch report indicates: device not evaluated by manufacturer. Device evaluation anticipated, but not yet begun. The initial medwatch report should indicate: not returned to manufacturer. Follow-up information: the device was not returned to physio-control for evaluation. Attempts to gather additional information have been unsuccessful. A cause for the reported failure could therefore not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer used their device to shock a patient in cardiac arrest. The device reportedly switched itself off after having charged defibrillation energy. It was reported that the patient died later, possibly not as a result of this reported failure to shock. The customer examined the device and observed that the battery in the device was the wrong type for this device (it was a battery for another device model from physio-control). The device would however still function with this battery, but it could deplete sooner.